Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. There were no button error alarms noted on the pump. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, and cracked battery tube threads.

Event description:
The customer's wife reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 320 mg/dl at the time of the incident. Customer went swimming with the pump on. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.